Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level and contacted technical support for assistance with the pump malfunction and was provided with instructions to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose in the future.